Event description:
Unomedical reference number: (B)(4). Event occurred in canada. On (B)(6) 2022, it was reported that while the patient was sleeping, the infusion set's tubing detached at the quick release/site connector. The site location was left side of patient's abdomen, and the pump was on the pajama pants. Moreover, the infusion had been used for 2 days and the expiration date of the infusion set is 01-apr-2025. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.